Event description:
Information was received from the daughter of a basic evaluation trial patient with an external neurostimulator (ens). It was indicated that stimulation was causing pain. The patient¿s daughter reported that the patient was in pain when sitting only and was comfortable otherwise. The patient was reviewed about stimulation and it was indicated that they would lower it. It was indicated that the patient was having a catheter removed and had not started tracking at the time of report. Additional information was received from a manufacturer representative (rep). The rep reported that the patient used a catheter and it was emptied 4 to 5 times a day. It was indicated that the healthcare professional (hcp) would remove it and once it was removed they would begin tracking. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.